Manufacturer narrative:
(B)(4). Batch # p58m79. Investigation summary: the analysis results showed that one ecr60w reload was received partially fired 1/16, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the radical resection of lung cancer, could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient.